Manufacturer narrative:
A product was not returned for analysis. A product device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health are professional reported that during surgery the lens did not engage when the plunger was pushed, which prevented proper deployment.